Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was informed that the reservoir and infusion sets needed to be changed. A new reservoir set was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.